Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for interstim-other. It was reported that the patient went to get an MRI, but realized they could not have one because they still had lead implanted. Patient stated they had their device removed in 2013 or 2014 because it didn't work any longer and was causing them pain. It was determined the patient meant they were not getting symptom relief and was experiencing pain as the stimulation wasn't quite in the same spot as their previous device. No action was taken as the device was already removed. No further complications were reported or anticipated.